Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the insertion device unintentionally releases the infusion set. No adverse event was reported. The alleged product was replaced and requested for evaluation.